Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. Customer care attempted multiple follow-up contacts to obtain further details from the user; however, the user remained unresponsive despite voicemail and sms outreach. Review of the data management system confirmed that the user had not been using the system since june 27, 2025, consistent with the reported sensor removal.

Event description:
On march 19, 2026, senseonics was made aware of a previously reported infection at the sensor insertion site. The user had experienced swelling and redness at the insertion site, with symptom onset reported on or around (B)(6) 2025. The user's healthcare provider was aware of the event and advised removal of the sensor, which was subsequently completed. No additional infections were reported.